Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited a high out of range shock impedance measurement greater than 200 ohms. Technical services (ts) provided a review and noted trends show a variable impedance with sustained impedances greater than 200 ohms and then drops back to a range between 130 and ohms. Ts discussed a gradual rise in the last seven months. Ts discussed possible lead calcification or lead anomaly. This crtd remains in service. No adverse patient effects were reported.